Manufacturer narrative:
On august 29, 2025, a biolife center user reported a potential software complaint through the internal online helpdesk. The support team initially misclassified the issue as a known minor defect. During management review on october 10, 2025, it was determined that the complaint had been misidentified. An urgent cross-functional meeting was convened, where the team discovered that the donor information system (dis) failed to save information from the cross donation check system (cdcs) when a cdcs inquiry was successful, but cdcs identified a non-reporting competitor. The root cause was identified as a programming defect in the interface between the dis donor screening module (version 8.0.0.39) and the cdcs, resulting in unsuccessful saving of data related to nonreporting competitor centers. As a result, donor centers may not have been prompted to contact competitor centers for additional information when a donor's cdcs inquiry involved a nonreporting center, and it is unknown if any donors exceeded allowable donation frequencies as a consequence. An extensive database review determined that the last recorded entry for a nonreporting competitor center was on 13-sep-2021, but previous data could not be fully recovered due to a seven-day data retention limit within cdcs. From 13-sep-2021 to 03-oct-2025, there were more than 3.6 million applicant donations, but it could not be determined how many of these involved nonreporting center inquiries. In a focused review of the period from 04-oct-2025 to 09-oct-2025, there were 346,317 cdcs inquiries, of which only 174 involved a nonreporting center. After further analysis, it was found that only 44 of these involved applicants where a manual check was required, and only 26 of these (approximately 0.008% of total inquiries) were not flagged by dis for manual checks. Occurrences involving nonreporting competitor centers are both rare and unpredictable, making real-time monitoring of this malfunction infeasible. As an additional safeguard, standard operating procedures require personnel to directly ask donors about recent donations at other centers. No adverse events related to this issue have been identified to date. Additionally, biolife proactively reviewed the dis 8.1 code for the donor screening module (v8.1.0.31) to determine if this issue existed in the new version currently being deployed at a limited number of centers. The review found that reports for cdcs nonreporting center manual checks were not generated appropriately; however, data for non-reporting centers was retained in the system. Software complaint (B)(4) was raised to address the reporting issue in version v8.1.0.31. The dis donor screening module (v8.0.0.39 and v8.1.0.31) continued to function properly in obtaining known potential cross-donation data from cdcs, even when nonreporting centers were listed, and is designed to display nonreporting centers on management and quality assurance reports. Manual donor screening processes include cdcs inquiries performed automatically that had potential matches, with management and quality assurance reviewing results within one business day, contacting competitors as needed, and deferring donors and destroying collections where donation limits are exceeded. Further testing confirmed the defect in a lower test environment, where it was observed that nonreporting centers were not being recorded in the dis database. Risk analysis and control procedures, including review of failure mode and effects analyses and the risk assessment and control table, determined this hazard to be remote in frequency but potentially serious in severity, as it could result in donation above permitted frequencies without requiring medical intervention. Risk control measures implemented to mitigate the identified hazard to an acceptable level include several procedural and system-based safeguards. First, donors are required to have their total protein level tested prior to each donation, and those with results below the minimum acceptable threshold are deferred from donating. Second, center staff ask each donor about prior donations at biolife or other centers and perform a physical "arms check" to look for unexplained venipunctures, which may suggest recent donations elsewhere (such findings also result in donor deferral). Third, daily monitoring of donor information system (dis) data is conducted according to standard operating procedures, with any situations where the system may have permitted an ineligible donor to donate or an unacceptable unit to be released being investigated to confirm appropriate operation of dis. Fourth, donors are required to complete a donor questionnaire each time they attempt to donate which asks them if they've donated at another center within the last 7 days. Lastly, participation in the industry-wide initiative supported by the plasma protein therapeutics association (ppta) and use of the cross donation check system (cdcs) provide an additional layer of safeguard, as cdcs checks plasma donation records across multiple locations to help prevent multiple same-day donations at different centers. Ongoing activities include validation under change control processes to ensure the correction meets system requirements. Upon deployment, notifications detailing the changes and any necessary user actions are being sent to affected centers. Post-deployment, daily reviews of system performance and support calls will be conducted according to established internal procedures. Any anomalies or complaints will be handled through the documented complaint and change control process. To date, no adverse donor outcomes associated with the software issue have been identified.

Event description:
An issue was identified where data from cross donation check system (cdcs) inquiries involving nonreporting competitor centers was not saved to the donor information system (dis) database. This is being reported as a medical device report (MDR) out of an abundance of caution. A system investigation found that a programming error in the donor screening module prevented the saving of certain cdcs inquiry data related to nonreporting competitor centers, resulting in potential missed notifications to donor centers. The root cause was a programming error in the interface between the donor screening module and cdcs. A review of the dis database revealed that the last entry for a nonreporting competitor center occurred on 13-sep-2021. Since the cdcs system only retains data for seven days, comprehensive historical records could not be recovered. As a result, it is not possible to determine whether this issue caused any donors to exceed allowable donation frequencies. Ongoing daily data collection was initiated on 10-oct-2025, and available data showed that between 04-oct-2025 and 09-oct-2025, only 174 out of 346,317 cdcs inquiries involved a nonreporting center, with 26 donor inquiries (approximately 0.008%) not properly flagged for required manual review. Occurrences of nonreporting competitor centers are rare and unpredictable, making real-time monitoring for this specific interface malfunction infeasible. In addition, standard operating procedures require staff to ask donors about recent donations at other centers as an additional safeguard. No adverse events have been directly associated with this issue to date.